Event description:
The doctor reported the bur fell out of the handpiece while in use and the pt swallowed the bur. The pt went for an x-ray, confirming the bur was in their stomach. The pt will return for a second x-ray to confirm that the bur has passed without incident. Pt follow-up will be required and reported, as info becomes available.

Event description:
The dr reported pt follow-up info on 3/2/2004. The pt received another x-ray which confirmed that the bur had passed without incident or injury.